Event description:
The physician had the wire buried deep in the distal peroneal artery. The distal tip of the wire detached when the physician was trying to remove the wire out of the vessel. A piece of the wire¿s distal tip detached and remains inside the pts distal peroneal artery. Physician believes the end of the wire was in a knot. Per sales rep the pt is in stable condition.

Manufacturer narrative:
Pt code: nonresorbable materials, unretrieved in body is not listed in the instructions for use. Device code ¿ separates is not listed in the instructions for use. The product was returned in a used and damaged condition. An examination of the returned wire confirmed the wire separation. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Since the event description states that the ¿wire buried deep in the distal peronean artery¿ pt anatomy or condition very likely contributed to the event. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant reduction activities.